Event description:
The 62 year old patient had implants palced in 1975. Becasue of painful contractures and rupture she had them removed in january, 1978. These were replaced with silicone gel implants placed. Since then she has experienced chest wall spasms, burning leg pains chest wall pain and increasing fatigue. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The right capsule had a pouch which was extracapsular containing silicone. The implant was ruptured. The left implant was also ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.